Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction (mi), as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other promus stent is being filed under a separate MFR number.

Event description:
It was reported that 14 months after the implantation of two promus stents in an unspecified vessel, the patient experienced a myocardial infarction. There was no additional information provided.